Event description:
Additional information was received that the patient's ipg was explanted and replaced.

Event description:
Additional information was received that effective therapy was established postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's ipg reached end of life. It is unknown if the ipg depleted prematurely. Surgical intervention is planned to replace the ipg.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient information. Further information was requested but not received.